Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause could not be identified for focus switches are dirty, however the most probable cause regarding water leakage is coming from video adapter is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited water leakage from video adapter and dirt on focus switches. There was no patient involvement.